Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 322 mg/dl while wearing the pod between 24 and 36 hours. Patient noticed that the cannula did not insert into the skin properly. When removed from the infusion site (arm), the pod's cannula was also found bent. As treatment for hyperglycemia, water was consumed. The patient's blood glucose history are as follows: (B)(6).